Event description:
The customer reported that the unit was failing the shift check, errors 90008 and 90007.

Manufacturer narrative:
The customer reported that the unit was failing the shift check, errors 90008 and 90007. The customer's biomedical engineer evaluated the device, and resolved the issue by replacing the power pca.